Manufacturer narrative:
(B)(4). Concomitant medical products: zimmer segmental articular surface with segmental hinge post size d 17mm catalog #: 00585004017 lot #: 63169408, nexgen rotating hinge knee cement shield hinge service kit size d catalog #: 00585007514 lot #: 62103928, nexgen rotating hinge knee custom femoral component size d right catalog #: 32855471116 lot #: 95006026, nexgen rotating hinge knee custom tibial component size 3 catalog #: 32855450566 lot #: 95006028, nexgen distal femoral augment block size d 10mm catalog #: 00599003420 lot #: 62519656, nexgen posterior femoral augment block size d 10mm catalog #: 00599003402 lot #: 62495230, nexgen straight long stem extension 15mm x 155mm catalog #: 00598801115 lot #: 62011469. (B)(6). The complainant has indicated that the product will not be returned to zimmer biomet for investigation, as the devices remain implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this patient, please see all reports associated with this complaint: 0001822565-2019-00058, 0001822565-2019-00059, 0001822565-2019-00060, 0001822565-2019-01703, 0001822565-2019-01704, 0001822565-2019-01705, 0001822565-2019-01706, 0002648920-2019-00307. Investigation incomplete.

Event description:
It is reported that the patient underwent two right knee arthrotomies to address bleeding from the wound and evacuate hematomas approximately two weeks following the patient's last knee procedure. No components were removed during these procedures. Operative notes from the procedures confirmed that the patient had experienced persistent bleeding from the medial and distal scar region since the patient's last surgery. During the patient's first arthrotomy, a bleeding source could not be identified. The wound was rinsed and drains were placed. During the patient's second arthrotomy six (6) days later, distinct hematoma infiltrations were found in the joint and the entire wound was extensively debrided, curetted and jet-lavaged. Two additional drains were placed and the wound was closed. No additional patient consequences have been reported.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The product was evaluated through manufacturing review and the reported event was confirmed through review of medical records. The device history records were reviewed and no discrepancies relevant to the reported event were identified. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.